Event description:
It was reported that the device "failed accuracy" testing with a result of +7.25%. No patient involvement- reporter confirmed the issue occurred during testing.

Manufacturer narrative:
One cadd-legacy 1 ambulatory infusion pump was returned for analysis with slight wear of the lens. Functional testing revealed that the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Due to the slight wear on the lens, it will be replaced as a preventative measure.